Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that on (B)(6) 2019 at around 6:00 p.m., she was feeling dizzy and called the ambulance. The emergency medical team indicated that they do not trust the readings obtained on contour next meter. The customer dropped the call and could not be reached during the follow-up attempts, therefore, no further event details are available. The customer was advised to return the product for evaluation. Replacement product was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.